Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2020-00232, 3005334138-2020-00189, 3008452825-2020-00233. During an atrial fibrillation procedure, a cardiac perforation occurred. During the procedure, the patient became hypotensive and fluoroscopy revealed that cardiac silhouette movement wasn¿t good and had not been from the beginning of the procedure. An echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed, however, electrical disassociation occurred, the patient did not return to cardiac rhythm and expired. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation and subsequent death remain unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.